Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the long, tortuous, and severely calcified right coronary artery (rca). A 4.00 x 20mm and 3.5 x 38mm synergy xd drug-eluting stents were advanced for treatment. However, during the procedure, both stents got dislodged from stent delivery system (sds) prior to inflation. Both stents were retrieved and the procedure was completed with shorter synergy stents. There were no patient complications reported.